Event description:
The distributor of intergel received an e-mail from the patient stating the following: I have been suffering from different symptoms, which I am advised are not attributable to the original pathology. The surgeon who advised me that intergel was used in my case believes that this should be looked in to as it may well explain my symptoms. As of the time of this report, additional information has been requested from the patient, but not received.